Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery, battery out limit alarms due to failed battery test alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery alert less than 1 week. The customer reports that they received a new battery cap, but the problem persisted. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.